Event description:
Home health care nurse reported that end-user's peristomal skin located under wafer's mass presented with a circumferential redness with some itching. It is reported that product has been in use since end-user's surgery on (B)(6) 2014.

Manufacturer narrative:
The product associated with batch 3k02633 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user's peristomal skin is cleansed with normal saline or water. It is also reported that stomahesive powder followed by smith and nephew skin protective barrier wipes is applied to peristomal skin, in addition an eakin cohesive seal was applied at time event occurred. Lastly, it is reported that nystatin powder was applied to treat the affected site. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow- up report will be submitted. Reported to FDA on (B)(4) 2014.